Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report: 3006705815-2018-000120, 3006705815-2018-000121, 1627487-2018-00582 and 1627487-2018-00583. It was reported the patient went to the emergency room (ER) following his scs system implant procedure due to a possible hematoma. The patient went into the emergency room with significant leg weakness. The concern was an epidural hematoma. An MRI came back and it was negative for an epidural hematoma. The ER physicians determined the patient has some type of systemic illness unrelated to the stimulator or procedure. The patient was kept for monitoring for a few more days. No further information was available at this time.